Event description:
It was reported to the manufacturer by the end user, per the end user, the pump stopped working. The patient fell off the mattress onto the floor. The patient sustained a head injury and was sent to the hospital. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.